Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the top of the lead had not worked since a lead revision in may. There was a burning sensation at the lead site when it was turned on. The patient had a fall a few months ago on an unspecified date. An impedance check of the peripheral nerve stimulation device was within normal limits. The rep attempted a reprogramming and obtained the same symptoms. The patient was considered a lead revision or explant. They took the top affected lead out of programming to assess if the patient was receiving adequate pain relief with the bottom peripheral lead. They were able to reprogram the lead to a more comfortable setting in the office. The patient was pleased with this programming; however, it was not high enough on his back. The patient was educated to try this programming for a week and then turn the system off for a lead to assess efficacy of pain relief and to determine if explant would be an option. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any were planned. The rep later reported that the burning sensation had not been resolved. The patient was deciding if it was providing him adequate pain relief before he would decide to undergo a lead revision. He was going to have new settings for one month and turn of for one month and then see the doctor to assess for lead revision or explant. The patient's relevant medical history includes spinal pain.